Event description:
The customer contact reported a separation. The pt was receiving normosol via a primary gravity tubing set that was connected to the extension tubing set, which was connected to the pt's IV access via the option lok. After an unspecified length of time, the nurse noted that the tubing had separated from the male adapter and an unspecified amount of normosol leaked. The extension tubing set was replaced and the infusion was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. Event codes: patient: 2199. Device: 1250,1562. This report represents all the info known by the reporter upon query by hospira personnel.